Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that the unit stopped flowing during treatment. A getinge field service technician (fst) was sent for investigation on 2021-08-10/11. He could not reproduce the failure. For further investigation the device was sent to the repair depot. In the repair depot the device was investigated by a getinge technician. He could also, not duplicate the reported failure. The technician replaced the sensor panel as a preventive after consulting product expert and analyzing the logfiles. This type of malfunction was investigated as part of another complaint. As stated in the related investigation report lce 4351 (dated 2020-04-29) the malfunction could be confirmed. In order to determine the (most probable) root cause the digiflow pcb was sent to the supplier emtec gmbh. According to that investigation (rma2020-10068, dated 2020-07-02) all scans were faulty. In addition it was confirmed that the dc-offset was in a negative range. The most probable root cause is that the digiflow mini was damaged by electro static discharge (esd). The digiflow mini is a technical part of the sensor panel of the cardiohelp. Based on this, the reported failure "unit stopped flowing" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up emdr will be submitted when additional information become available. The cardiohelp in question will be investigated by a getinge field service technician.

Event description:
It was reported that the cardiohelp stopped flowing during treatment. No harm to any person was reported. (B)(4).